Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. Final analysis found a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for a biventricular device implant procedure. During the procedure, it was noted that the left ventricular lead exhibited diaphragmatic stimulation and high capture threshold. The lead was removed and replaced. The patient was stable.